Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6), 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
[Inspection of the actual device] the appearance of the endoscope, the inner wall of the forceps channel, the airtight of the endoscope, the function of the air/water supply, and water jet, and the disinfection of the suction/forceps tube were evaluated. As a result, the endoscope was not found to have any problems or signs of contamination. [Consideration of the cause] as a result of the investigation of the endoscope, the endoscope was not found to have any problems or signs of contamination. There may be a problem with the reprocessing process of the facility in question. However, no additional information was provided from the facility, so the cause of the problem could not be determined.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6), 2023, fujifilm corporation was informed of an event involving ec-760zp-v/l. It was reported that the scope was cultured and tested positive for pseudomonas aeruginosa. The total number of cfus and sample collection amount is unknown. There is no patient involvement, serious injury, or death associated with the event. As such, this report is being submitted in an abundance of caution.